Event description:
A 20 mm diameter x 20 mm diameter x 8.5 cm length aneurx iliac stent graft was implanted into a patient for the treatment of aortic stenosis below the renal arteries. Vessel morphology was not reported. It was reported that as the handle was being rotated for deployment of the stent graft, the stent graft advanced forward and partially covered the left renal artery. The stent graft was pulled down using a wire after which a palmaz stent was deployed within the aneurx stent graft and then the stent was ballooned. It was also reported the aorta was found to have dissected above the renal arteries with extravasations in the infrarenal aorta. The aneurx stent graft was reported to have been damaged in the process; therefore, another aneurx cuff was implanted and that resolved the extravasations. An angiogram demonstrated the left renal artery was occluded, but not by the stent graft. A stent was successfully implanted within the renal artery to open it. The patient was stabilized after 6 hours of surgery, but later became hypotensive. An angiogram was performed and it did not reveal the presence of extravasations. Medication was administered, but the patient expired overnight. An autopsy confirmed the patient's cause of death is myocardial infarction. The autopsy demonstrated that the renal artery occlusion was related to a flap which was caused by the dissection.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - unapproved use of device (treatment of an aortic stenosis). Evaluation conclusion: user error contributed to event (treatment of an aortic stenosis)